Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the spring wire guide (swg) was unable to be removed. As a result, the user removed the swg together with the inserted catheter. A second iab was inserted. The delay of therapy due to this issue was reported, and the length of time is unknown. However, there was no patient injury due to this event or delay. There was no report of patient death, injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted the spring wire guide (swg) was unable to be removed. As a result, the user removed the swg together with the inserted catheter. A second iab was inserted. The delay of therapy due to this issue was reported, and the length of time is unknown. However, there was no patient injury due to this event or delay. There was no report of patient death, injury or consequence.